Event description:
I received an entire lot of dexcom g7 sensors qty 10 all of which are defective all from the same manufacturing lot. Developed severe hypoglycemia as the sensors continuously failed. Reference reports mw5160054, mw5160055, mw5160056, mw5160057, mw5160058, mw5160059, mw5160060, mw5160061, mw5160063.